Event description:
Information received by medtronic indicated that the insulin pump had a motor error. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Pump error 38 occurred during rewind. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Pump failed rewind test due to dried insulin in the motor slide. Successfully downloaded history files and traces using thus. No pump error 38 was found in the history files on or near the event date. Pump was cut open to perform visual inspection and found dried insulin in the motor slide and evidence of moisture damage on pcba 2 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad overlay peeling, overlay scratched, minor scratched lcd window. Drive/motor anomaly confirmed to be pump error 38. Pump error 38 confirmed during testing on 10-jan-2023 at 13:44:28:00 due to dried insulin in the motor slide and moisture damage on the motor. Exposed to moisture confirmed on pcba 2 and motor. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.